Event description:
The facility reported an infusion with a failure code 812:02 which was discovered during biomed testing. The facility rep stated that no pt injury was associated with this report and no incident reports have been filed since the last baxter service event.